Event description:
As reported by the user facility information by bbm sales organization in france: "pump-flow rate-fast". According to the customer: "diffusion too fast".

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Hc-pm complaint processing received no sample and no picture. The following investigations were conducted: visual inspection: no sample was received and thus a further evaluation and investigation of the complaint is not possible. Functional inspection: n.a. Physical inspection: n.a. Summary and assessment: as no sample and no picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. The complaint is only taken to knowledge and filed for statistical purposes. However, if the complaint sample will be provided, the complaint will be re-opened accordingly. The investigation sample(s) is/are not available. Bmi complaint management statement:- 2023-09-26. Bmi received no sample and no picture for further investigation. Complaint to be forwarded to production. Device history record (DHR): reviewed the DHR for batch 23b25ged81, there is no abnormality and no such defect detected at in process and at final control inspection.